Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed a blue screen with the message as reinstall the program. A field service engineer (fse) reimaged the station successfully and completed the configuration, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system displayed a blue screen with the message as reinstall the program. The customer stated that the remote support service (rss) was offline. The customer stated that this malfunction caused a delay in patient care. However, there were no delay and adverse events or injuries reported based on this event.